Event description:
New information notes that the device was explanted at eri and the patient condition before, during and after the procedure was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in the hospital for follow-up, the device was found to be at premature eri due to premature battery depletion. Device replacement was suggested. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal due to number of high voltage charges. The device functionality was bench tested and no anomaly was detected.